Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead (a non-boston scientific product). Technical services (ts) reviewed available device data and confirmed there was an out-of-range shock impedance measurement of greater than 125 ohms in (B)(6) 2020. Ts also noted noise on the shock channel and explained that both of these observations could be early signs of lead impairment. Therefore, thorough lead testing was recommended. Device programming options were also provided. No adverse patient effects were reported. The ICD and non-boston scientific rv lead remain implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead (a non-boston scientific product). Technical services (ts) reviewed available device data and confirmed there was an out-of-range shock impedance measurement of greater than 125 ohms in october 2020. Ts also noted noise on the shock channel and explained that both of these observations could be early signs of lead impairment. Therefore, thorough lead testing was recommended. Device programming options were also provided. No adverse patient effects were reported. The ICD and non-boston scientific rv lead remain implanted and in service. Information later received from the field indicates the physician has elected to take no action at this time, as the shock impedance remains stable between 100 and 120 ohms. The patient will continue to be followed closely via the latitude remote patient monitoring system.